Event description:
A consumer reports she has experienced blurred vision and double vision (diplopia) following intraocular lens (iol) implant surgery. Follow-up information was provided by the implanting surgeon. Diplopia was first identified the day following surgery and improved slightly following yag laser treatment. The patient was seen by a consulting physician the next month. Symptoms, although improved, were still present at the time of this exam. The patient has resolving mild cystoid macular edema (cme) and is being treated for mild dry age-related macular degeneration (armd). The consulting physician's impression was that hopefully symptoms will resolve as her eye heals over time and no additional treatment was recommended. The implanting surgeon feels the patient's outcome has been excellent and he does not feel the iol caused or contributed to the patient's current complaints. The cause of the patient's symptoms remains unknown.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by mail and fax on 12/13/2006. Additional information was provided during phone follow-up conducted on 12/12/2006. A completed questionnaire was received on 01/03/2007.